Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : trueisprint fidelisi mplantable tachy lead. It was reported the patient was shocked for t-wave oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Oversensing, shock, inappropriate.

Event description:
It was reported the patient was shocked for t-wave oversensing. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The proximal segment was returned and analyzed. Apparent explant damage was observed. The distal and defibrillation conductors were distorted, the inner insulation was kinked/buckled, the outer tubing overlay was melted, had environmental stress cracking (esc), with blood/body fluid present, the outer tubing had an esc breach (non-electrical), there was an outer insulation cosmetic depression, and a white substance was noted on the outer insulation.